Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent moved on balloon occured. The target lesion was located in the coronary artery. A 3.50x20mm promus element drug eluting stent was selected however physician noticed the stent and stent carrier push system were loose during procedure and the stent could not cross the lesion. The procedure was complete with another of same device. There were no patient complications reported.